Event description:
It was reported that foreign matter was found before use with a syringe 20ml ll syringe only. The following information was provided by the initial reporter, "at the time of using it, the drug maker realized that in the body of the syringe (barrel) there was the existence of a fluff-like fiber."

Manufacturer narrative:
Investigation summary: samples and photo received for investigation. Upon evaluation, a fluff like fiber is observed. Ten samples are sent for the evaluation of the reported defect, this evaluation included the following tests, leakage, stopper placement, and volumetric accuracy. It was confirmed that the foreign matter is embedded in the barrel, so it can be concluded that the origin of this contamination was generated from the molding process and not during the assembly process. The lot was inspected according to the current work instruction with satisfactory results for the characteristics required for its approval including functional tests. No non-conforming part that could be attributable to the defect reported by the client was presented. No deviations (quality notifications) were reported during the manufacturing process. In the documentary review of the batch file of the molding of the barrel, no problems attributable to the defect reported by the customer was detected. The number of defective parts reported by the client is within acceptable quality limit, therefore no corrective action at this time. However there is an area of opportunity of improvement, to reduce the number of pieces with this defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found before use with a syringe 20 ml ll syringe only. The following information was provided by the initial reporter, "at the time of using it, the drug maker realized that in the body of the syringe (barrel) there was the existence of a fluff-like fiber."